Event description:
It was reported that the patient had been in the hospital due to heart problems, coincident with peritoneal dialysis (pd) therapy. The patient was now out of the hospital and continuing pd therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. The cause of the reported event could not be determined with the available information. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow up medwatch will be submitted.